Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg and ra lead were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was misalignment on the electrograms (egm) and far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The implantable pulse generator (ipg) and ra lead remain. In use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.